Event description:
Customer reported to beckman coulter, inc (bec) that there was clenz leaking from the blood sampling valve of the coulter lh 750 hematology analyzer. Customer reported that the spill tray under the blood sampling valve and the probe wipe rinse block was filled with clenz and had spilled onto the counter. Customer reported that the leak was not contained within the instrument. Customer reported that the volume of the leak was 5 -10 milliliters. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the manual probe rinse trough was partially unscrewed from the air cylinder so that it hung below the metal bracket which obstructed the movement of the trough during backwash. The fse screwed the manual probe rinse trough back on and applied glue.

Manufacturer narrative:
Evaluation: results: manual probe rinse trough. (B)(4).